Event description:
The disposable loading unit was used with a stapler during a laparoscopic hernia procedure. Reportedly, the cartridge broke. The surgeon used another instrument to complete the procedure. No pt injury reported.